Manufacturer narrative:
There was an allegation of additional questionable elecsys troponin t hs stat results from the cobas e411 disk analyzer. The samples were initially tested on another analyzer, and then repeated on analyzer serial number (B)(6). Sample 2 initial result was 20.46 pg/ml, and the repeat result was 16.34 pg/ml. Sample 3 initial result was 10.75 pg/ml, and the repeat result was 6.61 pg/ml. Sample 4 initial result was 11.85 pg/ml, and the repeat result was 7.23 pg/ml. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer performed preventive maintenance and replaced the measuring cell, the sample needle, pmt (photomultiplier tube), pcb (printed circuit boards), and a joint. He performed vertical and horizontal adjustments of the sample needle and sipper, and vertical adjustments of the mixer. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 disk analyzer. The initial result was 20 pg/ml. The repeat results were 8 pg/ml and 13 pg/ml. The result of 8 pg/ml was considered to be correct and was reported outside of the laboratory.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.